Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Only spiral blade and end cap were removed. The nail remained implanted in the patient. This report is 2 of 3 for complaint (B)(4).

Event description:
It was reported that spiral blade and end cap were removed at a patient's request during rotator cuff repair procedure due to the recent experienced of pain in the rotator cuff. The hardware was intact. There is nothing wrong with the previously implanted humeral nail, spiral blade and end cap. Original humeral fracture & repair occurred about two years ago. No harm to patient. There was no report of a surgical delay. This report is 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.